Event description:
It was reported that stent dislodgement and embolization occurred. The target lesion was located in the left circumflex artery (lcx). A 3.00x20mm promus premier¿ stent was advanced however, the device became hang up in the ostium of the lcx. While attempting to retract the device, the stent was dislodged from the stent delivery system (sds) balloon and embolized into the left main coronary artery to the left anterior descending artery. An attempt was made to snare the detached stent but this was unsuccessful so a pt2 guide wire was then placed through the stent. Then a 1.5x15mm emerge balloon catheter was advanced beyond the stent and the balloon was inflated. The detached stent was able to be removed by retracting the guide catheter, the guide wire and the balloon catheter. As the system reached the femoral sheath, the stent then embolized into a small femoral side branch. The physician decided to leave the stent as it was lodged in a non-consequential branch. A 3.0x12mm and a 3.5x8mm promus stents were implanted in the lcx with no issues and the procedure was completed. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement and embolization occurred. The target lesion was located in the left circumflex artery (lcx). A 3.00x20mm promus premier¿ stent was advanced however, the device became hang up in the ostium of the lcx. While attempting to retract the device, the stent was dislodged from the stent delivery system (sds) balloon and embolized into the left main coronary artery to the left anterior descending artery. An attempt was made to snare the detached stent but this was unsuccessful so a pt2 guide wire was then placed through the stent. Then a 1.5x15mm emerge balloon catheter was advanced beyond the stent and the balloon was inflated. The detached stent was able to be removed by retracting the guide catheter, the guide wire and the balloon catheter. As the system reached the femoral sheath, the stent then embolized into a small femoral side branch. The physician decided to leave the stent as it was lodged in a non-consequential branch. A 3.0x12mm and a 3.5x8mm promus stents were implanted in the lcx with no issues and the procedure was completed. No patient complications were reported and the patient was doing well.